Event description:
It was reported that a pt underwent a cardiac catheterization. A stent was placed during the procedure. The images acquired during the procedure were reportedly unavailable on the innova system. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
System install date: 2006.